Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinician had issues establishing connectivity for the patient with their implantable cardioverter defibrillator (ICD) and merlin transmitter. It was noted that the ICD exhibited issues with radio frequency (rf) telemetry. The patient was sent an inductive transmitter and they were able to restore rf connectivity. The clinic successfully received transmission from the patient on 19 apr 2021. There were no consequences to the patient.